Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform sleep current measurement, active current measurement, and self test due to open book image. However, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit successfully downloaded using thump software. On adapt, three consecutive pump error 53 alarms were recorded in main error log (no available times or dates per error dump log). Pump error 53 alarms due to hardware error. Line # = 65535 file # = 65535. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. Isolate to electronic stack. Unit was received with: battery tube threads - cracked, cracked case (battery tube), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay in summary, customer concern for open book image confirmed. Open book image due to pump error 53, triggered by corroded electronic assembly. Isolate to electronic stack. Unable to confirm battery cap cracked/damaged as unit was received without original battery cap. Unable to confirm charge/battery lasts less than expected due to open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), charge/battery lasts less than expected, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.